Manufacturer narrative:
The pair has been visually inspected. One bar exhibits a broken adhesive joint (distal end) between carbon fiber bar and metal part and a longitudinal crack in this area. The part is loose. The reported failure mode is known. Preventive actions were implemented dec. 2015 to strengthen the adhesive joint and to increase the process robustness. The product is manufactured before the implementation of the joint optimization. It is incredible that the parts fall apart due to an induced force by the weight of the patient¿s leg in case the adhesive bond fails. On our knowledge base this failure mode was caused by overload. No impact to surgical procedure or safety of patient or third persons was reported - no patient involved. Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report.

Event description:
After the procedure the joint between carbon fiber bar and metal connection part at the distal end was broken and the part was disassembled during unmounting from the table. No injury to the patient has been reported to maquet - no patient involved. (B)(4).